Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One sample was received in used condition without original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to the pilot balloon to detect leaks. A rip was detected in the cuff and leakage was detected; complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective action taken as there is no information if the product leaked in the pre-check that was suggested in the instruction for use.

Event description:
It was reported that while in patient use, the cuff was found torn. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.